Event description:
It was reported that the caller experienced a malfunction on their pump. There was no information provided regarding any adverse impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.